Manufacturer narrative:
(B)(4). Approximate age of device - 13 days. The patient remains on vad support. A correlation between the device and the reported gastrointestinal bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient was transfused 2 units of packed red blood cells on (B)(6) 2016 due to a drop in the hematocrit level. The patient was given 2 additional units of packed red blood cells on (B)(6) 2016 due to a recurrent drop in hemoglobin along with loose black stools. The patient was on aspirin, warfarin, and bivalirudin at the time of the event. No additional information was provided.